Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that during a device replacement, the device was unable to be interrogated. When attempting to interrogate the device, it was not able to get a green light and no magnet tone was heard when the programming head was placed over the device. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.